Manufacturer narrative:
A visual inspection did not identify signs of damage or manufacturing defects. The syringe was filled with fluid and subjected to pressure testing; no leakage was identified beyond the plunger throughout testing. It was not possible to confirm the root cause of the reported issue in this instance.

Event description:
The reported feedback suggests that there was a leakage.

Event description:
While the operator was filling the texium syringe 60 ml with nacl solution leakage occurred from the plunger.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is my8060 the 510k number provided is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there was a leakage. Report suggests not in use on a patient.